Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309628; batch# 1082594. It was reported that the bd luer-lok leaked. The following informaton was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. 1 ml syringe 309628: lot # 1082594; 25g needle 305767: lot # 1028656. Site mentions that during the ip administration there was some leakage from the needle, and they are unsure whether all the ip has been administered to the subject. Per site: "we checked the connections etc as this is standard practice. We struggle to see where the leakage was coming from due to the size of the needle. I would never insert the needle completely in as for safety purposes you need to ensure that there is enough to get hold of should it break away from the hub. 2/3 of the way is normal standard practice. We both checked the connection which is again standard practice. It's also a batch we have used before but that doesn't rule out a problem." The site/sponsor is unsure if the leak came from the needle or the syringe. The needle was not retained for safety reasons. No photos are available of the impacted needle/syringe.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Leakage other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.